Event description:
The iab leaked. The iab was removed and a second was inserted. The iab was not returned to datascope for evaluation. The iab was finally returned to datascope for evaluation on 10/3/97. Event complications: none from the event - rpt'd 9/15/97. Pt current status: fine - rpt'd 9/15/97.

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.